Event description:
It was reported that during an acl reconstruction, the screw split lengthways during insertion. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.